Event description:
It was reported that "someone hacked into the stimulator" about a month and a half prior to the report. The reporter stated that when the patient didn't have her stimulator on, she still felt some impulses. It was reported that the patient had "other major problems" going on with the device. The reporter stated that the patient didn't know if the wires got bumped or moved. It was noted that the patient wanted to speak to a manufacturer representative "because it was an emergency" and wanted a device check and/or reprogramming. The reporter stated that the patient would be going to her doctor's office soon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was scheduled for a device removal in (B)(6).

Event description:
Additional information reported indicated that the patient had an appointment in (B)(6) 2013, approximately two months after the report. It was also reported that the appointment would be just for a consult and that the removal would be "quite a bit after that."

Event description:
Additional information received reported the patient's programming was set at 0v. It was stated that stimulation had been used "intermittently" over the past several months and that impedances were with normal range. Several recharge sessions were also noted. It was also indicated the patient did not want the device removed because "it helped them." Three days later, it was reported the patient was sent to the emergency department. It was stated the patient was admitted with "acute psychosis." It was indicated that the patient was receiving "effective" therapy.

Event description:
Additional information reported indicated that approximately one year prior to the report the patient had a staph infection. She had to have the infection surgically removed by an hcp (health care professional). She had random infections throughout her body and it was stated she was sure the hackers were the reason for this. The patient had developed a cough off and on and "that too was being manipulated by hackers."

Event description:
Additional information received indicated that the patient had been getting manipulated by the hackers by them taking over her spinal neurostimulator and shocking her in many different areas of her body, as well as manipulating her spinal nerves, which had affected her speech, when they were on that nerve, and everything else in many different areas. Because of that she had further spinal nerve damage. It was stated that "he admitted he had been on here since 1 week after she got home from the hospital in 2010, which explained a lot of what had been going on since then, and why the patient was still walking with a cane." It was also stated that the patient didn't know these people personally, but they were local hackers and that "for some reason, she was able to hear them through high radio frequency inside this spinal neurostimulator as well as they were using it as a communication device to one another and the fact as they speak into, the patient accidentally repeated within herself what they were saying." It was noted that the patient was almost killed by the hackers breaking through this device, patient's heart stopped several times, and she did die split seconds or minutes at a time, and more than about three times. Patient's comprehension was lost for a long time which took almost a year to get back without help of doctors. Patient's doctor, "spine care specialist," took an x-ray which showed that there was a ring which looked like a magnet sitting right next to the internal neurostimulator. It was thought it was a button on patient's shorts, but later on it was realized there weren't any buttons on her shorts, there was just a latch in the front, she had nothing in her pockets. It also showed that there was some kind of metal screw or something that was supposedly holding the top of the wire at the base of her neck, which it was stated the patient didn't recall seeing before. Two days later it was reported that the patient was referred to the (B)(6) ER for a psychological consultation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that "the patient had reported this for 9 months straight," and that "no one would do anything." Almost three weeks later it was reported that "hackers were turning up her device and placed magnets/speakers in her apartment walls." It was stated that "the hackers drugged her ten months prior to the report against her will and she didn't wake up until two weeks later." It was stated that she almost died three different times and that "hackers made it look like she wasn't using her device and could shock her even when the implant was off." It was stated that the patient was set on the fact that the "hackers were using her device as a communication device." It was stated that the patient claimed she "heard" them doing it. It was stated she had pictures of the things in the walls on her cell phone, the things the hackers had placed. It was reported that the patient told her hcp (healthcare professional), but she couldn't go back to him because ecstasy was found in her system. It was also stated she had notified police, fbi, medtronic, etc. It was stated she had gone to see another hcp about it, but was held in psychiatric ward against her will more than half a year prior to the report. It was reported the patient had spinal nerve damage and that there was a shocking or jolting sensation. It was stated she was getting shocked by the device when it was off before the device was "hacked" ten months before the report. Charging more than expected was reported. It was stated she had always needed to charge more than she should have to, even before the "hacking." It was stated that the patient thought (B)(6) might be doing experiments with her as a guinea pig. It was stated "it was not a concern about being hacked; it was actually happening and it had been happening for nine months straight, 24/7." It was stated "hackers were raping her through the device." It was also reported that the earlier report on device interrogation by manufacturer representative wasn't accurate, and that the hackers knew these things. It was stated she had constant background, noise that were not hallucinations. It was stated that one hacker in particular manipulated the device via a computer. It was stated she had still been charging regularly, last successful charge was a few days prior to the report. It was stated that was her first successful charge in a long time. It was stated that there had been a couple of times she had forgotten all about the charging. Any other time she tried to charge, even at a full bar, it had always taken more than an hour and usually it only took an hour. The maximum amount of time it had taken to charge was two days. It was stated she went to ER a few weeks prior to the report for back pain and was in pain because she didn't have a pain doctor and all she took was extra strength tylenol. It was noted that she had a "cage" in her back as well that had been placed by an hcp. It was stated that her lead was "way out there" on the side of the spine and that this had been confirmed by the hcp who had taken an x-ray. It was stated that the lead "looped out" and that the patient knew it had "been moved more than a few times." It was stated that the patient had gotten x-ray because she was having problems with the cage, the wire has rubbing up against the cage and the "hackers" had moved things around internally via magnetic force.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported that satan was working though hackers to manipulate her device. It was reported that a patient had hackers on her implantable neurostimulator (ins) for a year and four and a half months. The patient reported that the implant ¿almost shocked [her] to death¿ the day of the surgery ¿for several hours straight¿ and she demanded that the doctors and nurses take it out but they wouldn¿t. It was reported that it felt like a python ¿smuggling¿ and constricting her from her legs up to her organs and heart. The patient reported finding ¿unusual symptoms¿ and other times she ¿just thought it was something physical.¿ it was reported that the hackers were harassing the patient, manipulating her spinal nerves to organs, manipulating her muscles, and manipulating her actions. The patient reported that the hackers had been making money off of her with an ¿internet personal website audience¿ and ¿some of them had been raping [her] through it.¿ it was reported that the hackers saw what the patient saw and heard what the patient heard unless she blocked them out, which she tried to do daily. The patient reported that the hackers tried killing her one year and four and a half months ago ¿either internally through this medical implant.¿ it was reported that the patient went to bed, didn¿t wake up until two weeks later, and had been in heaven different times during that period. It was reported that the patient had heard one of the hackers ¿screaming thought this neurostimulator¿ and they had turned it into an internal communication device. The patient stated that she had been reporting it to the local authorities and ¿instead of investigating an attempted murder/homicide¿ they had her evaluated and ¿hauled¿ her off in an ambulance against her will. It was reported that the device was ¿finally¿ scheduled to be removed and was supposed to be investigated afterwards. The patient stated that the hackers had ¿almost killed [her] from within,¿ ¿hacked into [her] medical records¿ and ¿made it look like [she] took a street drug¿ which she never did. It was reported that when the hackers turned the device into an internal communications device for each other the patent was also able to hear, they were not delusions or hallucinations, and the patient had ¿tested this with christ¿s help.¿ the patient reported that the hackers were able to manipulate the device in the following ways: reprogramming the medical implant; heartbeat through touching ¿certain spinal nerves¿ that communicate to the physical heart; muscles anywhere in the body; spinal nerves; causing pain coming from every organ in the body, spinal nerves, and back; finding a way of moving the leads ¿with their computer¿ and moving them to touch the titanium cage in the patient¿s back that has gotten very hot and painful; vomiting with a lot of pain; body movement; fever by raising the body temperature and lowering it by tapping on certain nerves through the implant; any symptom ¿whenever anything and everything goes wrong internally and outwardly¿; optical though manipulating eye exams, touching spinal nerves to communicate to the eyes, making things seem blurry, manipulating tears; immune system; bronchia through coughing, ¿unless they did damage internally¿; taste buds; weight; kidneys; sleep through knocking her out and waking her up from ¿within the spinal neurostimulator¿ and within the spinal nerves; hearing by turning the radio frequency up and down on the device and making her hear ringing in the ears; sweat; and senses, because they were able to ¿touch¿ her in every area and make it feel like someone was stroking her hair or standing over her shoulder, when she knows no one is there. It was reported that the hackers were able to see and hear ¿everything¿ through the medical implant. The patient reported that god told her to have the implant removed and she was scheduled for surgery. It was reported that a healthcare provider said that they weren¿t going to remove it and had the patient admitted ¿against [her] will¿ to the neuro psychiatric ward for evaluation, and she was kept in the psychiatric ward for two and a half days. The patient reported that she requested that the device be taken out again and it was arranged for it to be removed. The patient reported that she was not confused, depressed, or suicidal. It was reported that the hackers were able to see the patient¿s thoughts through the implant and had stolen her ideas and inventions, including ¿(B)(4)¿ and ¿the name for (B)(4).¿ it was reported that the ¿microchip is very discourageable.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s explant would take place on (B)(6) 2014.

Event description:
Additional information received reported that the patient canceled her suture removal postop visit and instead would visit her primary care physician (pcp) to remove the sutures, "even after there was a lengthy phone conversation with her requesting that she came here for suture removal and why that was important." Also, the patient¿s cell phone was turned off most of the time and she told the reporter that ¿she had no money for gas to come here and no money to have a phone.¿ it was unknown if the patient was reachable by phone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient's doctor had agreed to schedule and appointment with the patient with regards to removing the ins (implantable neurostimulator) implant. It was stated that the patient hoped it was not the same man who had tried to trick her into going to the psychic ward. It was also stated that several days prior to the report, on (B)(6) 2013, she went into the ER because the hackers had found a way to manipulate her internal temperature by using the leads or wires. She was sitting in the waiting room for a really long time. The patient started throwing up left and right and she only did that when she ran a fever of 104 f. The doctor took her temperature and it was normal. It was stated the hackers now had a nurse that was working for them. The hackers also found a way to control and manipulate her eyesight because now her eyesight was worse. While at the ER, she also had extreme back pain and received 3 shots, one for pain, one was a steroid and the other she didn't remember what it was or what it was for. The hackers were also able to shock areas of her body and manipulate her heart rate in order to get her pertinent information. She was sent home with 15 pills of ultran for pain. Six days later it was reported that patient's ins would be explanted, but a time had not yet been scheduled. One day later it was reported that the patient wanted to make sure that "they were aware once explanted to not put in another one and verify that once it was removed would the hackers be able to put everything back making her look like she was crazy." The patient was concerned and wanted to make sure they knew once it was removed, that it got sealed, so the hackers couldn't access the ins, and sent back to medtronic to be analyzed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient had their device explanted the "hackers" also put a microchip in them that had "shadow copied the implant" and it was shocking them and manipulating their spinal nervous system. There was no manufacturer representative present for the explant. They were "raping" the patient through the microchip day after day, for 2 years straight and the microchip was put in the patient against their will when the hackers tried killing the patient in 2012 and left them "1/2 dead" on their couch for 2 weeks straight. The patient first started experiencing these issues in (B)(6) 2012 after "coming back to life several times." The patient was shocked to "death" by the implant in (B)(6) 2012. The shock was from the leads or microchip being moved. The patient's implant went "haywire" the day after surgery and was shocking them internally, "to death practically." They also experience several hours of "constricting everything in their body" including their organs, spinal nervous system, and muscles. The patient had x-rays taken. The wires were looped out of the patient's spine were before they were lined up and intertwined in their spine. The hackers had been manipulating the leads and wires as well and the patient could feel it happening. They had either taken the microchip out of the implantable neurostimulator (ins) or the hackers had their own spying microchip and ear piece that that they put in the patient against their will in 2012 while the patient was "1/2 dead" on their couch. They used the ins on purpose to torture the patient. The hackers could see and hear whatever the patient could see and hear and the patient had no privacy at all. The patient had to take several trips to the emergency room even when their implant was still implanted. The patient's battery had started to lose its charge prior to the explant. The patient was supposed to have their stitches removed 7 days after surgery but they were never seen by the doctor or the nurse. The patient thought that it was possible that the hackers had broken into the manufacturer's website and business and stolen every implant recipient's model number and attached it to their microchip. The patient thought it was possible that the hackers could be causing trouble for the other patients and making them look "crazy" or making it look like they had a natural cause of death. The patient could hear the hackers at the time of the report and compared it to auditory hallucinations and said the sounds were not ¿spiritual¿. The patient was held against their will by the hackers and evaluated 3 times including in (B)(6) 2013. The patient could feel them moving the microchip around and they had moved the leads around putting them against a titanium cage that the patient had implanted. The patient could hear their own thoughts audibly as if they were saying them outside. They were also able to hear the hackers and the hackers could say things into a bluetooth or a microphone or even type words in on their end for the patient to think they said or thought it to the hackers. It was unclear what the patient meant by this. The hackers could hear the patient's thoughts as well as read them through the microchip and they recorded them onto private computers and laptops. The hackers were storing the computers in a house on a block that was close to where the patient lived. The hackers had also been blocking some of the patient's calls on their cell phone.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had explant surgery one day prior to the report, it went fine but her pain was back. It was further reported that the cause of the event was patient's psychiatric condition. It was stated that the patient reported "people hacked into her pain stimulator," the patient had an extensive psychiatric history, and that no clinical documentation supported her claims. Patient outcome was noted as no injury. It was also reported that the spinal neurostimulator was taken out on (B)(6), 2014. It was stated that "they had a very hard time taking it out, then her heart been more irregular because of it, they didn't document it. Major problem was, she still had some of the pieces in her still, due to hackers taking over the device before it was removed, but they have been still shocking me to a certain extent, after removal. She reported this to health care professional (hcp) assistant, but he said it should go away." It was also stated that the hackers were able to see and hear through this device, as well as steal her ideas, while she was thinking about them. The patient was very upset due to the fact she was still hearing these hackers. It was stated that the patient "didn't think they got everything out when removing the device." It was further reported that both lead and pulse generator were explanted.

Event description:
Additional information received reported that the explant occurred and the patient¿s radicular pain had returned now that the implantable neurostimulator was explanted. It was noted that otherwise the explant went well.

Event description:
Additional information indicated that the patient had been in scorching pain and she wanted to "kill the" that implanted the device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient also was experiencing extreme stomach, chest and abdominal pain off and on, with levels reaching to 10 plus causing extreme vomiting and pain. The patient has been "in and out" 3-4 different times which the hackers may be responsible for as far as manipulating the spinal nerves through the implant. When the patient closed her eyes, she saw a big white circular ring.